Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(6). No possible recovery of the device. Not enough information in our possession allowing us to identify the origin of this breakage.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Pullup breakage.